Event description:
Clinic notes dated (B)(6) 2014 indicate that the patient experienced a very prolonged vocal cord palsy after the initial implant surgery. It was noted that the physician would like to perform a laryngoscopy to verify that the vocal cord function has returned to normal. The clinic notes listed postop vocal cord palsy under the impression section of the notes. It is unknown if the vocal cord palsy is occurring with device stimulation and whether or not any interventions were performed. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received that the vocal cord palsy was first noted (B)(6) 2013 and was present after surgery. The issue is continuous and the patient does not have a history of this prior to vns